Event description:
Customer reported an issue where the pump triggered an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Technical support (cts) arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections (mdi) as a backup therapy. Cts provided instructions for putting the old pump into storage mode and instructed the customer to return it using a provided return box and pre-paid label. The customer understood and acknowledged all instructions and will receive the replacement pump with updated software.